Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that anesthesia providers had been kicked out of their sessions during cases. A technical support specialist disabled usb power management and bluetooth to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es providers had been kicked out of their sessions during cases. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.